Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07600, 2134265-2014-07301. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However, it was noted that the pullback stopped soon after it was started. It was further noted that the same event occurred again. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.